Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated technical error codes indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed byfield service engineer. The claimed issue was reproduced during troubleshooting. According to provided information, the following technical error code have been confirmed: technical error 2: power error (-12 v too low) and technical error 3: power error (+12 v too low). Air gas module, monitoring printed circuit board, expiratory channel printed circuit board and o2 cell have been pointed as defective and replaced. The power errors shall be triggered when -12 v supply is more than -10.8 v or when +12 v supply is lower than +10.8 v for more than three seconds. The monitoring subsystem shall activate the signal disable_valves.l. Expiratory channel pcb is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. Monitoring board handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. This board also contains a barometric transducer and the measured barometric pressure is supplied to the other sub-units in the system. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Device's logs and claimed parts were not available for further analyze. The cause to the reported issue has been determined as related to air gas module, monitoring printed circuit board and expiratory channel printed circuit board.